Event description:
Correction: it was reported that when the stent delivery system (sds) was removed from the package, the stent implant was noted to be partially deployed, not partially inflated as reported on the initial medwatch.

Event description:
It was reported that when the stent delivery system (sds) was removed from the package the stent implant was noted to be partially inflated. The sds was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned absolute pro self expanding stent system noted that the stent implant was partially expanded distally from the distal outer sheath, for a length of 1.6 centimeters, confirming the reported issue. When the handle was opened, all the mechanisms were intact with no anomalies noted. The absolute pro instruction for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The returned device analysis noted saline was visible and the stylet was not returned suggesting handling preparation of the device and removal of the stylet. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.